Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the buttons were hard to press and possibly getting stuck. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer reported also unexplained low blood glucose. Customer stated woke up with blood glucose of 87 mg/dl and had juice and blood glucose dropped to 43 mg/dl. Troubleshooting was done. The customer was advised to speak to health care provider regarding her low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.